Manufacturer narrative:
There was no patient involvement. Model number and serial number are unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). The customer decided to replace the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report of a s5 erc tubing clamp defective error message during procedure. There was no report of patient injury.